Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 6 of 8. The home patient (hp) had three bags connected. There was solution in the heater bag only. The hp's mom saw fluid by the door where the tubing comes out. The technical service representative (tsr) assisted to clear the alarm and had the hp's mom look at the tubing. The tubing had a slit in it where it was welded together. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
The sample was discarded by the customer.